Event description:
The pt presented with dyspnea on exertion and tee revealed severe prosthetic aortic valve stenosis and an elevated gradient. The valve was explanted and replaced with a 23 mm sjm mechanical valve. During the explant procedure, granulation tissue was observed on the orifice which extended onto the cusps.